Event description:
It was reported the patient received the following results within 15 minutes: 250 mg/dl, 168 mg/dl, and 93 mg/dl. The patient experienced hyperglycemia symptoms of feeling dizzy, irritable, and frightened. The patient was capable of self-treating his hyperglycemia by obtaining a drink of water and consuming it without assistance.